Event description:
It was reported that the pulse generator was programmed to vvi with autocapture turned on at 2.6 v, 0.5 ms and showing intermittent ventricular capture. Due to insufficent rhythm, the evoked response test could not be rerun and completed. The rate was increased to 125 ppm for the test, capture thresholds were then 1.5 v, 0.5 ms. The pulse generator was programmed autocapture off with the device set to high output settings. The lead was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.